Manufacturer narrative:
(Initial reporter address 2): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the bands got stuck and could not completely deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the bands got stuck and could not completely deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). Medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that there were five bands attached in the ligator head, some of them were moved from their position. The device was observed under magnification, and the suture thread tangled within the ligator head teeth. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the attached bands in the ligator head were moved. This suggests that the device could not deploy. This condition could have been generated due to some knots along the suture thread got dislocated from the teeth on the ligator head and/or even got tangled within the teeth as observed. This could have happened due to user manipulation, some technique performed during procedure and/or even anatomical factors contributed as well. Once some knots got dislocated/tangled the suture thread would have experienced difficulties releasing the bands, consequently, causing the bands unable to deploy. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date; however, per the speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the bands got stuck and could not completely deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter address 2): (B)(6). Medical device problem code (B)(6) captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that there were five bands attached in the ligator head, some of them were moved from their position. The device was observed under magnification, and the suture thread tangled within the ligator head teeth. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the attached bands in the ligator head were moved. This suggests that the device could not deploy. This condition could have been generated due to some knots along the suture thread got dislocated from the teeth on the ligator head and/or even got tangled within the teeth as observed. This could have happened due to user manipulation, some technique performed during procedure and/or even anatomical factors contributed as well. Once some knots got dislocated/tangled, the suture thread would have experienced difficulties releasing the bands, consequently, causing the bands unable to deploy. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h2 (additional information): block d4 (lot number, expiration date), block h4 (device manufacture date), block h6 (device codes), and block h10 have been updated based on the additional information received on july 7, 2023.